Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, the reported leaflet grasping failure, single leaflet device attachment (slda) and poor imaging appear to be due to challenging patient anatomy. The reported tissue damage was a cascading event of the slda. The reported tissue damage was a cascading event of the slda. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was challenging due to the anatomy. The first ntw clip delivery system (cds) was advanced to the mitral valve, and grasping was performed but grasping was difficult due to the restricted posterior leaflet. The physician decided to remove the ntw clip and change to an xtr clip. The xtr cds was advanced to the mitral valve and the clip had difficulty grasping the posterior leaflet but after several attempts the clip grasped the leaflet. Leaflet insertion assessment was performed and was very satisfactory. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was suspected that the posterior leaflet had become damaged. An additional clip was implanted for stabilization and to further reduce mr. Two clips implanted, reducing the mr to 2. The patient was confirmed to have a good outcome. No additional information was provided.